Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to other/non-product experience issue. Additional information stated the lead exhibited signs of insulation damage during routine clinic checks. As result, the lead was extracted during a system upgrade. A new ra lead was implanted as alternate.